Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('I had a colostomy bag for 8 months because essure perforated my fallopian tube and attached to my colon'), device dislocation ('essure perforated my fallopian tube and attached to my colon'), ovarian abscess ('there was a big abscess on my ovary') and sepsis ('I was also septic') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), ovarian abscess (seriousness criterion medically significant) and sepsis (seriousness criterion medically significant). The patient was treated with surgery (3 surgeries). At the time of the report, the fallopian tube perforation, device dislocation, ovarian abscess and sepsis outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, ovarian abscess and sepsis to be related to essure. The reporter commented: patient had 3 surgeries in 8 months quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jul-2021: quality safety evaluation of ptc.event added from previous version of source document dated 19-jun-2021 device dislocation as it was reported that essure perforated fallopian tube and attached to colon. Also previously reported event sepsis updated to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('I had a colostomy bag for 8 months because essure perforated my fallopian tube and attached to my colen') and ovarian abscess ('there was a big abscess on my ovary') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), ovarian abscess (seriousness criterion medically significant) and sepsis ("I was also septic"). The patient was treated with surgery (3 surgeries). At the time of the report, the fallopian tube perforation, ovarian abscess and sepsis outcome was unknown. The reporter considered fallopian tube perforation, ovarian abscess and sepsis to be related to essure. The reporter commented: patient had 3 surgeries in 8 months quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.